Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device alarmed with a s233 (over temperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, the device fan was not rotating properly. The probable cause of the s233 (overtemperature-psc) error code was due to a broken fan motor. This report represents all the information known by the reporter upon query by hospira personnel.